Event description:
Reporter stated that some of the device's internal contacts appear to have backened and burned. No operator injjry was reported. Technical support requested the return of the suspect product and replacement product was shipped.